Event description:
Dr. Inserted the shunt into the patient's left carotid artery and began to inflate the balloon. Balloon did not inflate properly. A second shunt was opened and checked and again the balloon did not inflate properly. A third shunt was opened and checked, this one did operate properly. Both of the failed devices have the same lot number and both devices are reported as "having holes in the balloon by md".